Event description:
It was reported that after a tka had been performed on (B)(6) 2022, patient experienced tibial loosening. This adverse event was addressed by performing a revision surgery on (B)(6) 2024 in which the whole system was replaced. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this investigation, no clinically relevant supporting documentation was provided for inclusion in this medical investigation. Therefore, the root cause of the reported tibial loosening could not be determined. According to the report, the address this issue the patient was revised two-years post implantation. It was reported the surgeon replaced the whole system. The impact to the patient beyond the reported tibial loosening and subsequent revision could not be determined since the current health status of the patient is unknown. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems revealed that looseness of components has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, size selected, inadequate integration between the cement and bone/implant, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H11- corrected data b1- adverse event and product problem. B2- outcomes attributed to adverse event.